Event description:
During the routine testing of the device at the service center, the service technician reported the led interface printed circuit board assembly generated f033, f070, f133, and f233 error codes. No other details regarding the nature of the event were provided. Since the event occurred at the service center, there was no pt involvement during the event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.